Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, an occlusion occurred. The pt had a taxus express2 drug eluting stent implanted in the left anterior descending artery in 2006. Approx three years later the pt presented with nausea, vomiting, chest pain, elevated cardiac enzymes and an acute anterior infarction. The left anterior descending artery was occluded near the ostium. The physician implanted a non bsc stent. No further pt injuries or complications occurred. Pt status is satisfactory. Of note, the pt was not taking any antiplatelet therapy at the time of the event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.